Event description:
A tandem mobi cartridge alarm was reported by the caller, whose daughter experienced multiple cartridge alarms, particularly in the last 30 days. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. To address the situation, tandem technical support confirmed the occurrence of several cartridge alarm 35a's and arranged for a replacement pump to be sent. In preparation, instructions were provided for placing the current pump in storage mode and returning it to tandem using a ups return box within 10 days. The customer was also advised on steps to follow upon receiving the replacement pump.